Manufacturer narrative:
The patient's c-peptide result of 0.5 ng/ml, which is below the expected value, confirms the elecsys insulin results below the expected values. The patient's high results for glucose and hba1c support the clinical picture of relatively reduced insulin secretion. The competitor's results are likely due to cross-reactivity with insulin analogs used in type 2 diabetes therapy.

Event description:
The patient alleged they received questionable insulin results on their e170 analyzer. During an almost nine month period, the customer alleged they had 4-5 events. The customer provided data for one patient with discrepant results. The patient's result from the e170 analyzer was 1.7 uu/ml. The patient's sample was tested on the ria method and the result was 49.7 uu/ml. The patient's sample was tested on a siemens centaur analyzer and the result was 55.9 uu/ml. All three results were reported outside the laboratory, with the 49.7 results being reported as the final report. There were no adverse events. The insulin reagent lot and expiration date were not provided.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.